Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the compact air drive device motor seized, jammed, moved heavily and was blocked. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: minute 110 to 160 watt, check for excessive noise, check for untrue running, check triggers for forward / reverse mode and check reverse locking mechanism. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of this report was documented as dec 20, 2017 in the initial report. The date has been corrected to dec 03, 2017. If additional information should become available, a supplemental medwatch report will be sent accordingly.